Event description:
It was reported to philips that the battery (serial number: (B)(4) was not charging even while connected to the mrx unit. There was no reported patient or user involvement and no adverse patient/user impact.